Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain (intermittent to often/ mild to severe)") in a (B)(6) female patient who had essure (batch no. D08069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera; for an unreported indication: mirena. Concurrent conditions included genital warts, itching, hot flashes, weight gain, increased appetite, cramps menstrual, flooding, condyloma acuminatum, vaginitis bacterial, acute vaginitis, fungal dermatitis, morbid obesity and diabetes. Concomitant products included diazepam (valium), ibuprofen, levonorgestrel (mirena), pantoprazole sodium (panto), sitagliptin phosphate (januvia) and tramadol. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and lichen sclerosus ("rashes or skin conditions lichen sclerosus of female genitalia"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2016, the patient experienced genitourinary tract infection ("genitourinary tract infection"). In 2017, the patient experienced rash ("rashes"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and skin disorder ("skin condition"). The patient was treated with clobetasol, citalopram hydrobromide (celexa), diazepam (valium), metronidazole (flagyl), fluconazole (diflucan) and surgery ((B)(6) 2018, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, genitourinary tract infection, dysmenorrhoea, weight increased, alopecia, rash, skin disorder, hot flush, mood swings, depression, anxiety and lichen sclerosus outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, genitourinary tract infection, hot flush, lichen sclerosus, menorrhagia, menstrual disorder, mood swings, pelvic pain, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated the procedure well. Current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2016: the essure device was successfully occluded pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were reported via social media hair loss, menorrhagia . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " hormonal changes describe: hot flashes, mood swings, psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions lichen sclerosus of female genitalia " were added. Date of removal and surgery information added. Historical drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain (intermittent to often/ mild to severe)") in a 36-year-old female patient who had essure (batch no. D08069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small intestine perforation, anxiety and gerd. * on (B)(6) 2016 essure confirmation test should the tubes were blocked. Previously administered products included for birth control: depo provera; for an unreported indication: mirena. Concurrent conditions included genital warts, itching, hot flashes, weight gain, increased appetite, cramps menstrual, flooding, condyloma acuminatum, vaginitis bacterial, acute vaginitis, fungal dermatitis, morbid obesity and diabetes. Concomitant products included celecoxib (celexa), ibuprofen, levonorgestrel (mirena), metformin since (B)(6) 2017, pantoprazole sodium (panto) since 2017, sitagliptin phosphate (januvia) since september 2017 and tramadol since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and lichen sclerosus ("rashes or skin conditions lichen sclerosus of female genitalia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2016, the patient experienced genitourinary tract infection ("genitourinary tract infection"). In 2017, the patient experienced rash ("rashes"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and skin disorder ("skin condition"). The patient was treated with citalopram hydrobromide (celexa), clobetasol, diazepam (valium), fluconazole (diflucan), metronidazole (flagyl) and surgery ((B)(6) 2018, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, genitourinary tract infection, weight increased, alopecia, rash, skin disorder, hot flush, mood swings, depression, anxiety and lichen sclerosus outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, genitourinary tract infection, hot flush, lichen sclerosus, menorrhagia, menstrual disorder, mood swings, pelvic pain, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated the procedure well. Current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2016: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media hair loss, menorrhagia . Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Outcome of event pelvic pain and dysmenorrhoea were updated. Concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain (intermittent to often/ mild to severe)') in a 36-year-old female patient who had essure (batch no. D08069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small intestine perforation, anxiety and gerd. * on (B)(6) 2016 essure confirmation test should the tubes were blocked. Previously administered products included for birth control: depo provera; for an unreported indication: mirena. Concurrent conditions included genital warts, itching, hot flashes, weight gain, increased appetite, cramps menstrual, flooding, condyloma acuminatum, vaginitis bacterial, acute vaginitis, fungal dermatitis, morbid obesity and diabetes. Concomitant products included celecoxib (celexa), ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), metformin since (B)(6) 2017, pantoprazole sodium sesquihydrate (panto) since 2017, sitagliptin phosphate (januvia) since september 2017 and tramadol since 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings") and lichen sclerosus ("rashes or skin conditions lichen sclerosus of female genitalia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 26 days after insertion of essure. In (B)(6) 2016, the patient experienced genitourinary tract infection ("genitourinary tract infection"). In 2017, the patient experienced rash ("rashes"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), skin disorder ("skin condition"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish,anxiety"). The patient was treated with citalopram hydrobromide (celexa), clobetasol, diazepam (valium), fluconazole (diflucan), metronidazole (flagyl) and surgery ((B)(6) 2018, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genitourinary tract infection had resolved, the menstrual disorder, weight increased, alopecia, rash, skin disorder, hot flush, mood swings, depression, anxiety and lichen sclerosus outcome was unknown and the dysmenorrhoea was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, genitourinary tract infection, hot flush, lichen sclerosus, menorrhagia, menstrual disorder, mood swings, pelvic pain, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated the procedure well. Current weight 148 lbs. Discrptency: date(s) of insertion: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2016: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media hair loss, menorrhagia . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of pelvic pain, genitourinary tact disorder was updated to recovered/resolved. Cluster ID was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.